Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts when loading the cartridge at the time of the alarm. A cartridge change was performed and a subsequent minimum fill notification was received. Reportedly, the cartridge had been filled with 300 units of insulin. A new cartridge was loaded resolving the minimum fill notification and insulin deliveries were resumed. The customer's blood glucose level was 321 mg/dl.